Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's myopic surprise. Physician stated no patient injury or adverse effects occurred.

Manufacturer narrative:
The iol was received and the diopter measured correct as labeled. The information received from the physician reasonably suggests this event is not manufacturing related. The lens met all manufacturing specifications prior to release.